Manufacturer narrative:
Vaserlipo system risk assessment, lists patient burns as possible harm to the patient if an insufficient wetting solution is applied. Wetting solution buffers rise in temperature. The safe and effective use of this medical device depends largely on factors solely under the control of the operator. It is important that all operators of the system read and understand, the operating instructions. A review of the manufacturing records showed all requirements were met. No product was returned for evaluation. The physician declined to return equipment for evaluation as they stated the vaser was working fine and did not want to return it for evaluation. This event is most likely not a system issue. The safe and effective use of this medical device depends to a large degree on factors solely under the control of the operator. Based on the available information, patient burns are known as a possible complication of treatment. The lot history, trend analysis, risk analysis, and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Manufacturer narrative:
Patient code corrected to 1757. Conclusion code corrected to 22. Method code corrected to 3331. Device code corrected to 2993.

Manufacturer narrative:
The product evaluation was completed. The cannula and/or probe was a piece of metal used during the patient procedure. This piece of metal does not store any treatment data and thus there was no information to gather from its return. The exception to this would be if the cannula and/or probe had broken into pieces or was reported to have a burr that was involved in the patient injury. For other reported events, these items are not a viable source of evaluation data. The system has no system/data logs that can be reviewed. This was an injury related case and as such, product support has collected and entered applicable information into the case record and requested equipment be returned for evaluation. Customer declined to return equipment for evaluation. It is the responsibility of the customer to provide access to the equipment and if they do not, there are no further actions to be taken by product support. This investigation is ongoing.

Manufacturer narrative:
The user facility performed a self-test on the vaser system and the test passed. The device history records were reviewed, and no non-conformities or anomalies were found. This investigation is ongoing.

Event description:
The user facility in (B)(6) reported a patient contacted them one-week post-procedure stating when they removed the garment they noticed a burn on the inner side of their leg. No treatment was noted. The status of the patient is healing with the possibility of a permanent scar.